Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. As received, the monitor displayed a service code 102 and failed incoming functionality testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor failed a pulse test.